Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed that the replacement post pump line was positioned incorrectly in the set support plate. Functional testing was performed to reproduce the reported issue and a ¿set up error¿ was detected during the loading of the set, which confirmed the incorrect positioning of the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the misassembled set was determined to be related to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex m100 set was broken and leaked during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.